Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Premature deployment of contralateral attachment system into sufficient region of left common iliac artery.